Event description:
Arjohuntleigh received a complaint where it was indicated that during usage of the opera hoist the battery fell off the lift and fell on the caregiver's foot. The complaint was described as: "caregiver was moving the opera lift down the hallway to be used on a resident, when the battery disengaged from the lift landing on the top of her foot." In accordance to information provided and documented in the incident description form by an arjohuntleigh representative who visited customer site the lift condition was determined as "good working conditions." The battery of the lift involved in the incident was checked also. It was found that "latch on battery will not spring back fully"; "latch only springing back about halfway when button is depressed." Based on provided information it was possible to recreate the event. It was concluded that involved battery disengage and fell out when the hoist is pulled quickly. Ref MFR report 9681684-2014-00038.